Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 124, 181 mg/dl and 123, 171 mg/dl. Tests were done within 10 minutes (first set) and 11-20 minutes with a difference of 33% (first set) and 29% (second set). Patient did not experience any averse events. No further information has been reported.